Event description:
It was reported during in clinic follow up that the right atrial lead had lost capture. Imaging confirmed that the lead had fractured. The product was explanted and successfully replaced. There were no patient consequences.